Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. 2 devices had worn components; 1 device had a missing component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the units had reduced brake force. 2 events had no patient involvement. In 1 event it was not reported if there was patient involvement.